Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller feeling warm to the touch with an atypical scent was not confirmed. The provided left ventricular assist device (lvad) and right ventricular assist device (rvad) log files, as well as a log file extracted from the returned system controller (serial number (B)(6) were reviewed; however, no atypical events regarding the system controllers were observed, and the pump maintained speeds above the low speed limit while connected to the driveline. The returned system controller was functionally tested and was found to perform as intended. The controller¿s temperature was measured at various points on the controller (user interface, lcd screen, and backup battery) after operating a mock loop for an extended period. These measurements ranged from 79.52 ¿ 83.66 degrees fahrenheit / 26.4 ¿ 28.7 degrees celsius. These measurements were observed to be within the acceptable temperature range of the system controller (reference heartmate 3 patient handbook, table 9.1 ¿operating conditions¿) and the controller did not feel warm to the touch or smell atypical throughout testing. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records for the system controller, serial number (B)(6), were reviewed and showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. G, section 2 ¿how your pump works¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook (rev. G, table 9.1 ¿operating conditions¿) lists acceptable temperature operating conditions for all equipment, including the patient¿s system controllers. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the events occurred while the patient was sedated and ventilated. On the vital sign monitor a minor decrease in systemic blood pressure was noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recovering after biventricular assist device (bivad) implantation when the nursing staff suddenly smelled burned electronics. The heartmate touch showed a low flow alarm. According to the team the system controller was hot. The system controller was exchanged and after the exchange the flow parameters stabilized with no further issues.